Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced "device dislocation: bleeding due to rupture of sutures of pump". The pt underwent surgery to reposition the pump on (B)(6) 2010. The outcome was reported to be resolved without sequela as of (B)(6) 2010.